Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified anterior tibial artery to posterior tibial artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. During third inflation at 20 atmospheres, the balloon burst. The device was removed by pulling it back through the 7fr angiographic catheter and the procedure was completed with a different device. No patient complications were reported.